Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device tip broke off at the distal end, device outside patient. This occurred during an unspecified diagnostic procedure involving a rigid endoscope sheath, causing a procedural delay of less than 30 minutes. The intended procedure was completed using an olympus backup device. No patient injury or harm was reported as a result of this event.